Event description:
It was reported during an atrial fibrillation (afib) procedure, the insulation on the distal end of the pentaray navigational catheter came apart. It was also reported that when this catheter was pulled out of the patient's body, internal wires were showing. The catheter was replaced and the case resumed. There was no patient injury reported in this case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported during an atrial fibrillation (afib) procedure, the insulation on the distal end of the pentaray navigational catheter came apart. It was also reported that when this catheter was pulled out of the patient's body, internal wires were showing. The catheter was replaced and the procedure resumed. There was no patient injury reported in this procedure. The returned device was visually inspected upon receipt and the reported condition was confirmed since the tip and shaft were found separated. Further investigation revealed that the cause of the failure was the separation of the polyimide stiffener from the quad lumen tip. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The customer complaint has been verified.